Manufacturer narrative:
Date rec'd by MFR: 28jun2019. A touchscreen was return for analysis. A visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. The failure investigation (fi) technician performed resistance testing on the touchscreen the fi technician identified that the measured resistance is out of specification. Root cause on the returned touchscreen was due to the resistance out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14march2019. (B)(4). No phone number provided. The manufacturer¿s international service technician confirmed the reported touchscreen issue. The manufacturer¿s international service technician replaced the touchscreen to address the reported problem. After calibration, the touchscreen could be used normally.

Event description:
The customer reported a touchscreen fault. There was no patient involvement. Event date not specified; estimate used.